Manufacturer narrative:
Analysis results confirmed the allegation, with it found that the stim lead body outer insulation was damaged at the depth stop site. Impressions from over-tightening were observed. It was also found that all impedances were found to be within normal range on all electrode pairs for the twistlock cable. Product analysis #(B)(4): a short in the lead could not be confirmed in the analysis lab, however, there is evidence of depth stop damage in the lead insulation and stylet wire 8.4cm from the proximal end. Impressions from over-tightening of the depth stop were observed on outer insulation of both returned leads, about 8.1cm (pli 10) and 8.4cm (pli 20) from the proximal end. Impressions were also observed on the parylene coating on the tungsten stylets underneath. Concomitant medical products: product ID: 3389s-40, lot# va185r3, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: 3550-68, lot# n642086. Product type: screening device. Product ID: 37601, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: neu_stylet_acc, product type: accessory. Product ID: neu_stylet_acc, product type: accessory.

Event description:
The manufacturer representative (rep) reported that during system implant surgery there were low impedances on the leads when tested. It was stated that the twistlock cable was switched out and both leads still returned low impedances. Once a new twistlock cable and new leads were used they had good impedances. It was further indicated that they were already in surgery already so that is why they removed and replaced the lead. The patient status is alive - no injury. Indication for implant is parkinson's dual and movement disorders. Please see report # 2649622-2016-08269

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.